Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received voluntary medwatch (mw5104967) alleging an issue related to a continuous positive airway pressure (CPAP) device. The manufacturer received information alleging malfunction. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported voluntary medwatch (mw5104967) alleging an issue related to a continuous positive airway pressure (CPAP) device. The manufacturer received information alleging malfunction. There was no report of patient harm or injury. The correction report stating that the problem does not pose a risk of serious injury to the patient and is thus not reportable.